Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, the needle dislodged from the device multiple times. Rgical time extended 30 minutes or more due to the product problem? Describe any adverse event which occurred as the result of a delay in surgery, (i.e. An extension of the hospital stay, infection, etc.?)

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated that the incident occurred during a roux-en-y gastric bypass procedure. A device component fell into the cavity of the patient. The entire strand was pulled out of the patient with graspers. A new device and strand were opened to correct the issue. There was no impact to the patient.